Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, device history record, drawing, manufacturing instructions, quality control, trends, and visual inspection of the returned device was conducted during the investigation. One flexor high-flex ansel guiding sheath was returned used. Inspection found the dilator fitting has separated from the dilator material. Further examination found the dilator was insufficiently flared. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows one nonconformance involving the sealing process. There were no other reported complaints for this lot number. Based on the information provided and results of the investigation the most likely root cause may be manufacturing related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that at the beginning of an abdominal aortic aneurysm procedure (prior to patient contact), the nurse prepared the product. She wanted to rinse the introducer and dilator before the procedure. When she connected the dilator and introducer the proximal part of the dilator broke. The device was not introduced into the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "upon removal from package, inspect the product to ensure no damage has occurred.¿ the device was returned for investigation. Examination revealed that the proximal end of the dilator, normally attached to the hub, was insufficiently flared. Upon examination of the device, insufficient flaring caused the dilator to separate from the hub. This is a manufacturing-related issue.

Event description:
It was reported per cc form:" at the beginning of the procedure, the nurse prepared the product. She wanted to rinse introducer and dilator before the procedure. When she connected the dilator and introducer the proximal part of the dilator broke. The device was not introduced into the patient". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence